Event description:
It was reported that there was intermittent "tightness and looseness" and "sedation", therefore the pump was replaced. Reporter indicated that there was "no patient injury". It was thought there was a possible catheter kink, but catheter "looked good". A rotor study and dye study were performed, and those results were also reported as "good". The pump replacement took place on (B)(6) 2012. The medication in the pump was baclofen. There were no specific symptoms provided or further timeline details given. Patient outcome was not provided. Additional information had been provided, however was unavailable at the time of the report.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a miscellaneous pump alarm resonator anomaly due to manufacturing. Pump was returned with no catheter. Pump passed all non-destructive testing except for the alarm test. Alarm test failed with a db reading of 64.3db. Minimum spec is 70.0 db. Top shield and bottom shield both have small dents in them, most likely explant damage. The top shield was removed to inspect the resonator, and the resonator was found to be cracked. Alarm pin test was done; battery voltage during test was 2.82 vdc. The peak to peak voltage of the alarm pin was 6.62 v. The peak to peak voltage (6.62v) of measured on the alarm pin needs to be greater than twice that of the measured battery voltage (2.01vdc.), which it is. All pump logs were clean, meaning no alarms were noted nor were there any motor stalls or motor stall recoveries. Because of this, the pump tube leak test was not done. This preserves the pump to have further testing done in the future if the need arises.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Supplemental submitted to correct previously reported analysis findings of a failed alarm test and pump top/bottom shields had small dents in most likely explant damage with a cracked resonator.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6), explanted: 2012 (B)(6), product type catheter, product ID 8578, lot# n192220009, implanted: 2009 (B)(6), product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.